Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, patency rates and freedom from target lesion reintervention (tlr) of covered balloon expandable stents in the kissing stent configuration with up to 4 years of follow-up were satisfying. Related mdrs: 1219977-2015-00282, 1219977-2015-00284 - attachment: [endovascular treatment of occlusive lesions.pdf].

Event description:
Article received: endovascular treatment of occlusive lesions in the aortic bifurcation with kissing polytetrafluoroethylene covered stents. Journal of vascular radiology 2015; 26: 1277-1284. The study was to determine the clinical outcomes of ptfe covered balloon expandable stents in occlusive lesions of the aortic bifurcation in a kissing stent configuration. The study included 69 patients who underwent kissing stent procedures with covered stents between january 2003 and april 2009. Per the study, 1 patient with extensive foreign body giant cell reaction requiring open repair and bypass.